Manufacturer narrative:
(B)(4). Date sent 10/2/2025. D4 batch #243d48. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The event described could not be confirmed as no reload was returned, the device was returned without detectable damage. The test cartridge loaded correctly and the knife returned to home position without issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 243d48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 9/10/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: had the device already been fired when the reload was removed? Yes, the device had been fired with no issues. Was the unclamp lockout override used to divide the separate halves? Not that I'm aware of during the case as the team wouldn't know how to do it. Also not used after the firing, when they opened the device and the knife was exposed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open cystectomy the scrub nurse reported she was not being able to remove the reload. That's when it was realized that the device was open but the knife was fully exposed, halfway through the reload length. The rep asked her to close the device and pull the firing trigger back into the house position and then open the device again. This way she was able to remove the reload but the rep advise the team to open a new device. There was no change to the procedure other than a small delay while opening a new stapler. There were no consequences to the case or the patient.

Manufacturer narrative:
(B)(4) date sent 10/1/2025 corrected data d4: UDI#.